Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. This tip cover had to be cut off the instrument to perform failure analysis, therefore it is in two pieces. There were scratches and tear along the tip cover body. There were also signs of thermal damage noted - one hole was noted on the tip, in the clear silicone region, with a diameter of about 0.015 inches. The other side of this arcing damage (under the hole) was also visualized to confirm that the damage occurred from inside out. The second hole was noted on the body of the tip cover, along the silicone to pellethane overmold area. Due to the cut required in failure analysis, the entire hole was not visualized however there is a charring event, confirming thermal damage. The approximate diameter of this hole is 0.031 inches.

Event description:
It was reported that during a da vinci assisted surgical procedure, the tips of the monopolar curved scissors (mcs) instrument with the mcs tip cover installed would not open. On 04/18/2016 intuitive surgical, inc. (Isi) received the mcs instrument with the tip cover installed. Failure analysis investigation found that the tip cover exhibited damage indicating that an arcing event occurred. There was no report that an arcing event occurred and there was no report of any patient harm, adverse outcome or injury to the patient involving the reported mcs instrument and returned tip cover.